Manufacturer narrative:
(B)(4). G2: report source switzerland. Anne lübbeke, christophe barea, matthieu zingg, nicolas lauper, didier hannouche, and guido garavaglia. (2024) radiographic signs and hip pain 5 years after tha with a cemented stem predict future revision for aseptic loosening: a prospective cohort study. Pages 1 -7. Doi 10.2340/17453674.2023.26190. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that 120 patients with stem migration >2mm. No further treatment or intervention has occurred. No serious injury or harm has been reported as a result of these events, however similar malfunctions have led to adverse events in the past. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.